Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrioventricular reentrant tachycardia procedure, the left ventricle ruptured causing a cardiac tamponade requiring a sternotomy to control the bleeding. The catheter was introduced through the aorta and the tacticath catheter was positioned in the lateral isthmus with an average of 60-70 grams of force. The physician was advised that the catheter had too many grams of force, but it was alleged that the force was higher than what was actually occurring. After 1 second of rf, the tachycardia stopped but ablation was continued for a minute and a half reaching an lsi of 11.2. Right after the patient started feeling dizzy and with a heavy pressure on their chest. An echocardiogram confirmed the left ventricle was ruptured with the ablation catheter and a cardiac tamponade developed. An emergency sternotomy was performed to control the bleeding. During reparative surgery, a hole was found on the ventricular aspect of the mitral valve. It was repaired and the patient is at the ICU recovering. There were no alleged issues with any abbott devices.